Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming host module was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host module. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar events data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. Refer to the attached file. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure the system got stuck on a white screen. The procedure type, event timing and patient impact was unknown. Attempts have been made to obtain additional information. Additional information received upon query. A customer reported that before a cataract procedure with intraocular lens implant the system got stuck on a white screen. There was no patient contact and harm. The procedure was not completed and patient was transferred to other hospital. Additional information received confirmed that event occurred during start up of the system.